Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 19 (max applied load exceeded) was confirmed in the archive data but was not confirmed during functional testing. The reported ua19 error message could not be replicated, and the autopulse platform performed as intended during testing at zoll. The archive data indicated ua19 errors, confirming the reported complaint. Based on the archive review, the platform stopped compression due to multiple ua19. The load sensor detected a heavy load being applied (>270 lbs./123 kg) during the compression. The maximum load sum indicated that loads exceeding 320 lbs. Were applied during the incident. Per the autopulse resuscitation system model 100 user guide: "the autopulse system is designed for adults with a weight of no more than 300 lbs. (136 kg) with chest circumference of 29.9 to 51.2 in. (76 to 130 cm) and chest width of 9.8 to 15 in. (25 to 38 cm)." The autopulse platform passed the functional testing without error or fault. The reported ua19 error was not replicated during the testing. Additionally, a load cell characterization check indicated that the load cells are functioning within their specifications. The platform was tested with the large resuscitation test fixture (lrtf) using good known test batteries until discharged without fault or error. The autopulse platform functioned appropriately and performed as intended. Zoll is awaiting customer approval for service repair.

Event description:
During the patient call, the autopulse platform (sn (B)(6) displayed user advisory (ua) 19 (max applied load exceeded). No consequences or impact to the patient.